Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support instructed customer to fill tubing while disconnected from site and insulin delivery was resumed. Customer's blood glucose was 215 mg/dl.